Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged false negative hcg results for 3 pts. False negative pregnancy tests were confirmed as positive with a serum hcg test when the client insisted she had positive tests at home. Patient 3. No serum was collected, but urine pt verified with kit from a different lot number customer was using as a control. Ultrasound showed pt was (B)(6) at time of pregnancy test (info collected after the upt test was done). Time of collection: 8:00am. Urine was tested immediately after collection. Color/clarity of urine: yellow, clear. Reference MDR #2027969-2012-00276 and 2027969-2012-00277.